Event description:
Patient in delivery room for c-section. Bovie pad applied to left anterior thigh, coagulation setting 4-5. At completion of c/s, two burns noted on inner aspect of left thigh - 3-1/2 cm and 2 cmdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.